Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a transient heart block occurred. The heart block resolved without any medical intervention. The case was then aborted and the patient was under general anesthesia. No further patient complications have been reported as a result of this event.